Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and the inspection failed. It was determined tha the sensor wire was missing. Confirmation of the problem was confirm. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire and adverse event was reported. The sensor was inserted into the arm on (B)(6) 2018. The patient stated that upon removal of the sensor on (B)(6) 2018, the sensor wire was missing. On (B)(6) 2018, the patient stated that they noticed pain and swelling at the sensor insertion site where it prevented them to close their hand into a fist. The patient stated that she is a dental assistant and performed an x-ray of her forearm to find the missing sensor wire. The patient stated that the sensor wire was deep in their forearm. The patient went to see their physician to have the sensor wire surgically removed. It was indicated that the surgical incision required 3 stitches and the patient was administered a shot of toradol for the pain and swelling after the surgery. At the time of contact, the patient stated they were still in pain from the surgery. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information is provided.